Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis due to displaying a primary audible alarm. The plunger head was twisted down, the screw on the carriage were broken off. There was nothing in alarm history pertaining to customer stated problem. The operator could not run the pump, plunger head was twisted down and screws for plunger tube were broken off the carriage. The operator replaced the plunger cable as a preventative measure

Event description:
Information was received that device failed bgnd test and had primary audible alarm. No adverse effects reported.